Manufacturer narrative:
Manufacturer completed the entire form. The user facility returned three convective warming units for evaluation as they were unsure which unit was involved in the reported event. Each unit was connected to an appropriate power supply and given functional, calibration, and electrical safety testing. All three units passed all testing within specifications. There was no evidence found to suggest the event was device-caused.

Event description:
User facility reported the device was powered on and connected to a convective warming blanket to be placed in use with a patient. During placement of the warming blanket and while holding the convective warming device, the user received a shock. Two ECG tests were performed that day. The user reported discomfort in their chest,neck, and head the following day. The user was admitted to coronary care unit for observation where an additional ECG test was performed. User did not report any issues later in the day. Further information has been requested from the user facility; no information has been provided at this time.